Event description:
A report was received that the patient's leads eroded through the skin near the pocket site. The patient also experienced pain at the pocket site in which the physician assessed to be caused by the lead erosion. The patient underwent an explant procedure wherein all the devices were removed. The physician applied a vacuum assisted compression pump to assist in the closure of the wound and the patient was administered IV antibiotics. The patient's symptoms have resolved.

Event description:
A report was received that the patient's leads eroded through the skin near the pocket site. The patient also experienced pain at the pocket site in which the physician assessed to be caused by the lead erosion. The patient underwent an explant procedure wherein all the devices were removed. The physician applied a vacuum assisted compression pump to assist in the closure of the wound and the patient was administered IV antibiotics. The patient's symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial (B)(4), description: precision spectra implantable pulse generator. Model #: sc-2366-50, serial #: (B)(4), description: linear¿ 3-6 lead, 50cm. Model #: sc-4316, lot #: 17186955 description: next generation anchor kit-sterile.

Manufacturer narrative:
Ipg sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, performance and electrical test performed. There was no complaint toward the device. Device exhibits normal device characteristics. Leads sc-2366-50 (sn (B)(4)) device evaluation indicated that the leads passed visual and photographic tests performed. There were no complaints toward the devices. Clik anchor sc-4316 (sn (B)(4)) device evaluation indicated that the clik anchors passed visual tests performed. The click anchors revealed no anomalies.